Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating/sg not available, keypad/button unresponsive/button error, low reservoir anomaly, no communication pump to meter, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884l. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reports being unable to pair device(s) with pump. Customer reports receiving sensor alert. Customer reported an issue with the low reservoir alert on the pump. No harm requiring medical intervention was reported. . It was unknown whether the customer will continue to use the device. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-1884l.

Manufacturer narrative:
After installation battery, pump received with unresponsive keypad at all buttons. Unable to perform the displacement test and self-test or verify stuck button alarm, low reservoir anomaly alarm, no com pump to meter due to unresponsive keypad buttons. Pump was cut open to perform visual inspection and found moisture damage to the keypad connector, pcba1. Used board test to download thus software was utilized and downloaded trace/history files properly. Found stuck key alarms on 08/07/2024 21:47:26, 08/07/2024 21:47:37 and low reservoir alarm on 08/09/2024 15:24:10, 08/09/2024 22:28:00, 08/09/2024 23:28:18 in file history. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Unable to confirm no com pump to meter due to unresponsive keypad buttons. Unresponsive keypad buttons during testing and stuck button alarm, low reservoir alarms in file history due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.